Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 46011 and battery compartment was damaged. The event occurred during testing.

Manufacturer narrative:
D9: 4/8/2025. One device was received for evaluation. Visual and functional testing were able to verify and duplicate the reported problem. It was determined that the damaged internal battery was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.